Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom power adaptor was not supporting a patient. The freedom power adaptor has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom power adaptor was not supporting a patient. The customer, a syncardia certified hospital, returned the freedom power adaptor with a note that stated "not working". Followup emails indicated it was likely returned to syncardia in error though there were references to it having issues.

Manufacturer narrative:
Visual inspection did not reveal any damage or abnormalities, but the functional inspection found that in certain conditions the internal circuitry was no longer reacting as designed to decreasing shore power, most likely related to a component or components on the printed circuit board (pcb) of the power adaptor. This confirms the customer-reported "not working" note received with the unit. Investigational testing determined the root cause to be a malfunction of a capacitor acting to hold the input voltage constant at the spread spectrum oscillator chip. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4606 follow-up report 1.